Event description:
The customer reported via phone call that she had put in a new reservoir and noticed a crack behind the reservoir. Customer stated that she could see a hairline crack on the side of the pump going up to the esc button. Customer's blood glucose was 318 mg/dl. Customer was treating with the pump. Customer stated that the damage was on the back of the reservoir compartment and the battery. The pump casing on the side and the front corner of the screen has a hairline crack. Customer is scared that it won't hold the reservoir. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corner.